Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice on sunday. She removed her old infusion set and noticed infection (pus) on the top of her leg, and went to the ER. The customer later went back to the hospital due to a blood glucose exceeding 500 mg/dl and diabetic ketoacidosis. The customer began to vomit. She was admitted to the critical care unit and treated with insulin drip, insulin injections, and antibiotics. Troubleshooting was declined for the high blood glucose and infection. No products were returned or replaced.